Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Five out of nine connectors of the tigerpaw system ii device were engaged. The suture (prolene) was used to complete procedure. No known pt effect. No blood lost referred to this event.